Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir, but the reservoir was actually empty. The customer reported that he programmed a bolus, which the device showed as being delivered when the reservoir was actually empty. Blood glucose level at the time of the incident was 188 mg/dl. Blood glucose level at the time of the call was not provided. Troubleshooting showed that the insulin pump was functioning properly. The device was not replaced or returned for analysis.